Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® conformable thoracic stent graft may include but are not limited to stent graft: migration, aortic expansion (aneurysm) and reoperation. Corrected d4: unique identifier (UDI) number.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an arch aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag acs). The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed as distal migration of approximately 5mm was observed and aneurysm enlargement (size unknown) were found during a follow-up CT scan. Another ctag ac was placed proximal to the previous devices. During the reintervention, coil-embolization was also performed in the left subclavian artery and a space between ctag ac and aortic wall to prevent endoleaks and, also, chimney technique for the brachiocephalic artery was performed using a contralateral leg component of gore® excluder® aaa endoprosthesis. The patient tolerated the reintervention. The reporting physician commented as follows: during the initial procedure, the proximal landing zone was less than 2cm, so this event was considered unavoidable. The chimney technique should have been performed in the first place.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.